Event description:
It was reported "the catheter was inserted into the patient successfully. The iabp alarmed, unspecified. Change the other iabp". No patient injury or consequence reported. The patients current condition is reported as "fine".

Manufacturer narrative:
(B)(4)